Event description:
It was found that tip of the screwdriver blade was broken.

Manufacturer narrative:
The investigation confirmed that the tip of the screwdriver was broken. The tip/torx flanks showed heavy, plastic deformations while the fractured surfaces showed torsional forced rupture due to high torsional forces during insertion. Pressure marks were also visible at the slot area indicating high bending forces. Based on the investigation, the root cause for the reported event can be attributed to a user related issue of high torsional overload on the blade. Indications for any material, mfg or design related problems were not found in the investigation.